Manufacturer narrative:
A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. The lens was not returned for evaluation. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
A user facility in (B)(6) reported that after an intraocular lens (iol) implantation the doctor noticed a scratch in the optic of the iol. The incision size was extended to 3.2mm to remove the iol and replace with a lens with the same model and diopter. Surgery time was extended by a few minutes and sutures were required.